Manufacturer narrative:
Dentist had problems to use the mounted insertion post for placing an dental implant. Dentist should have consulted IFU prior to use the product. No product problem detected.

Event description:
Dentist had problems with the mounted insertion post.